Event description:
Information was received indicating that a cadd ms3, mdl 7400, pump alarmed empty when there is 0.5 remaining. It was reported a replacement pump was sent to the end user.

Event description:
Information was received indicating that a cadd ms3, mdl 7400, pump alarmed empty when there is 0.5 remaining. It was reported a replacement pump was sent to the end user.